Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly related to the event. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects: "loosening or migration of implants may occur due to loss of fixation, trauma, malalignment, bone resorption, or excessive activity. " this report is based on allegations set forth in plaintiff¿s complaint and the allegations contained therein are unverified. This report is number 4 of 4 mdrs filed for the same patient (reference 1825034-2014-05477 /-05478 /-05479 /-07047).

Event description:
Legal counsel for patient reported patient underwent a left total hip arthroplasty on (B)(6) 2009. Subsequently, patient's legal counsel reported patient was revised on (B)(6) 2009 due to an unknown reason. Patient's legal counsel further reports patient allegations of pain, bone/tissue damage, loss of range of motion, elevated metal ion levels and metallosis. The modular head, acetabular cup and taper adapter were removed and replaced. This report is based on allegations set forth in plaintiff¿s complaint and the allegations contained therein are unverified. Operative report received noted patient underwent a left hip revision on (B)(6) 2009 due to loosening of the acetabular cup. The modular head, acetabular cup and taper adapter were removed and replaced.